Event description:
It was reported that the customer was hospitalized for high and low blood glucose levels. The customer was hospitalized on (B)(6) 2014 blood glucose reading was over 400 mg/dl. He stated that he was unable to lower his blood glucose levels for an unknown reason, and he experienced a pneumonia thereafter. He was treated with an intravenous drip and adjustments. He was wearing the insulin pump at the time of admission. 10 days later, the customer was hospitalized for low blood glucose levels with a blood glucose reading between 30 and 32 mg/dl. He was given 2 bags of glucose and was half-way to the emergency room before his blood glucose levels stabilized. He was not wearing the insulin pump at the time of the second hospitalization. He was released with a blood glucose reading of 200 mg/dl. He did not believe the insulin pump was the reason for the adverse event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-87556.